Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the pediatric patient experienced a sensor error after which they experienced a hyperglycemic event. The day of the day the patient was wearing a g7 as part of a trial. The patient was getting brief sensor issues throughout the day, and the parent decided to remove the sensor. They replaced the sensor with a g7 sensor. During the warmup phase of the new sensor, they were not getting any readings, but the patient was starting to feel nauseous and started throwing up. When the warmup was completed, the cgm readings were over 300 mg/dl. The patient was taken the hospital by the parent. It was unknown if the parent provided any treatment at that moment. At the hospital the patient was treated with insulin per injection or pump. It was unknown how much time the patient spent at the hospital, and the parent was unable to confirm this. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.